Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for system explant due to an unrelated infection on (B)(6) 2023. During the procedure the right ventricular lead could not be removed due to an unspecified reason. The lead capped. The patient was stable. Further information was requested but not received.